Event description:
The customer reported quality control (qc) recovery issues and noted observing a leak from reagent probes a and b of the unicel dxc 600 synchron system. The customer stated that the issues were discovered while performing their daily startup which includes running qc. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noted that the customer had cleaned the leak prior to his arrival. The fse evaluated the instrument and found fluid on the reagent syringe barrel. The fse could not replicate an active leak from either reagent probes; however, the fse did find that the reagent syringe did not fit securely to the t-valve. The fse replaced the t-valve to resolve the loose reagent syringe issue and verified the repair as per established procedures. (B)(4).